Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the "unit heated up to the point the surgeon could not hold it and swapped out for another drill" during atresia surgery. No injuries were reported to have occurred, however, it is unknown if injury or medical intervention occurred. There was no additional information provided.